Event description:
Reporter stated facility experienced one incident in which during transfusion, tubing separated, causing transfusion blood to "spray" on nurse. It was reported that there was no pt/staff injury or mucous membrane exposure, as nurse was wearing scrubs.